Event description:
Primary procedure, right knee. It was reported that upon opening the implant's inner packaging, a white powder was observed on the implant and on the inner packaging. Due to sterility concerns, surgeon elected not to use the implant and another was used. Rep reported a surgical delay of under 5 minutes.

Manufacturer narrative:
An event regarding foreign matter (white powder) involving a triathlon baseplate was reported. The event was confirmed by visual inspection. Conclusion: the packaging cell reviewed the event and stated: the device and packaging were received to (B)(4) on 05/04/2018. The packaging inner blister was not present. The white residue reported was adhered to a 3m tape and could not be analyzed due to the presence of the tape adhesive on the white residue. This would cause contamination of the sample for analysis. The white residue is consistent to what would be observed when packaging is mishandled during transport and mechanical abrasion occurs between the baseplate and the inner blister. This particular complaint can potentially be attributed to mechanical abrasion between the baseplate component and the inner blister, possibly due to mishandling during transport outside of stryker control. This type of defect is not related to the manufacturing process or the packaging materials. All packaging materials have been qualified using appropriate ship testing standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the inner blister is required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary procedure, right knee. It was reported that upon opening the implant's inner packaging, a white powder was observed on the implant and on the inner packaging. Due to sterility concerns, surgeon elected not to use the implant and another was used. Rep reported a surgical delay of under 5 minutes.